Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-aug-29, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving baclofen (2,000 mcg/ml, 1,322.2 mcg/day) via an implantable pump for intractable spasticity. It was reported that the patient had a refill on thursday (B)(6) 2021 and according to the nursing staff, they had followed the appropriate techniques to make sure they were in the pump. The rep reported that shortly after the refill, the patient started to experience underdose symptoms. The rep reported the patient went to the hospital and the rep met with them yesterday to check the pump logs. According to the logs, there were no issues. The rep reported the nurses tried to aspirate from the reservoir on the date of this call and they were not able to get anything back. The rep reported that based off this information, they were suspecting a potential pocket fill, however, the patient did not report any overdose symptoms and there was no swelling of the pocket area. Troubleshooting was not required. The patient was redirected to their hcp to further address the issue. The rep stated they would be there for the next refill.

Manufacturer narrative:
H6:corrected information: device code a1403 is not applicable for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.